Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were crossing over to the station. A technical support specialist (tss) dialed into the server and ran order cast. A sample order showed as discontinued. A processing error was identified: the component type for 2789 was not provided, so components were not created or updated for order ID (B)(6). The site down query confirmed that messages were current. A review of the health sight viewer (hsv) showed no critical notices, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication orders were not crossing over to several stations. The customer reported that station had not received any orders for the past 30 to 45 minutes. The customer confirmed that there was no scheduled downtime or maintenance activity by hit at the time of the issue, and the problem remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.